Event description:
It was reported that upon insertion, the doctor struggled to insert the anchor and it snapped off the introducer. Anchor was seated sub-cortically so he did not try to remove it. No patient injuries were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned opus speedscrew implant shows a deployed device with a detached implant. The instrument was returned with the function switch set to the ¿middle¿ position. Both suture limbs were reeled into the wheels and are contaminated with unknown bloody substances. The broken anchor was not returned. No manufacturing anomalies could be identified. During functional evaluation the activation knob could be easily turned. The function switch can be set to the green- or black dot position to turn the activation knob and the pin of the already detached implant appears and moves forward. The reported event was not verified because the anchor was not returned, and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event include: there may have been misalignment of the device when inserting bend and applying excessive torque could cause damage to the implant. The instructions for use was reviewed and determined to have precautionary statements and instructions in regards to the use of the device to avoid damage and non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.